Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damaged to the transfer set at the twist clamp and the transfer set was not getting properly locked into position. The damage was in the area that serves as a stopper to lock the transfer set in place. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection was performed with the naked eye and microscope, which revealed a damaged twist clamp. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and integrity of seal surface testing. Issues were noted during leak and clamp testing due to the damaged twist clamp. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.